Manufacturer narrative:
H6): the manufacturing representative (rep) went to site to test the imaging system and replaced the charger enclosure. Replaced the power enclosure. Replaced battery tray 8. Performed multiple boot ups with no issues. Left the system on for some times with no power downs. Performed system checkout. Unit is operational. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000162r, product ID: bi71000163r, product ID: bi71000175r, product ID: bi71000860r, product ID: bi71000450, product ID: bi71000861r, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the image acquisition system (ias) intermittently failed to boot up and powered down after a full boot up, resulting in a system initializing please wait message and x-ray being disabled. The system would start up and work for a short period before displaying these issues. Troubleshooting steps included rebooting the system, which temporarily resolved the issue. There was no patient involved.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000163r: ;product ID: bi71000163r;product ID: bi71000163r, product ID: bi71000163r, product ID: bi71000163r, product ID: bi71000163r, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2: the enclosure charger was returned to the manufacturer for analysis. Analysis found that unable to confirmed reported complaint. Enclosure charger passed visual inspection and was installed in test system. The system initialized. Motion, generator, communication and charging readied. 2d and 3d images were successful. B01, c19, d14 are applicable h2: the power conversion enclosure was returned to the manufacturer for analysis. Analysis found that unable to confirm reported complaint. The power conversion enclosure passed bench testing. Install into test system for several days. Passed motion calibrations, multiple 2d and 3d images were successful. The system booted and readied on each power cycle. No fault found while under test. B01, c19, d14 are applicable continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000175r, serial/lot #: (B)(6); product ID: bi71000860r, serial/lot #: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.